Event description:
Md was preparing to apply dermabond. Md cracked the vial inside the pen as the clinical staff were instructed. The glass from the internal vial shattered and punctured through the pen.the physician made the discovery when the internal vial was cracked to activate the pen. The vial should have just cracked allowing the adhesive solution to flow to the pen tip, instead the internal vial shattered. There was no injury to the physician, staff, or patient. This reporter has had no reports of this type of event occurring previously. ======================manufacturer response for dermabond pen, dermabond advanced (per site reporter).======================will evaluate broken file and file a written report.